Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.

Event description:
It was reported that the insulin pump alarmed no delivery during the basal/bolus processes and that the customer experienced high blood glucose levels. The blood glucose reading was 491 mg/dl, which was treated with a manual injection. Upon troubleshooting, insulin did exit the tubing during a fixed prime. The customer's mother stated that the alarm was resolved by an infusion set change. The caller declined to return the infusion set and reservoir for analysis. She stated that she was very convinced that the issue was with the insulin pump. She did not feel comfortable with the customer continuing use of the insulin pump, since this had been an ongoing issue for the past few months. She was advised that the insulin pump would be replaced per her request. Nothing further reported.